Manufacturer narrative:
The device was returned to the factory for eval. It showed signs of clinical usage and evidence of blood. A visual inspection did not identify any non-conformances. A pre-cautery test was performed on the device with a reference power supply, extension and adapter cable. The device passed the pre-cautery test; it produced steam and heat during several activations and shut off when the toggle was released. The jaws were view under a microscope; we did not identify any non-conformities the jaws were aligned. Based upon the eval results, the reported complaint could not be confirmed. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, there was no contact on the tip of the vasoview hemopro 2. The hospital did not report any pt effects.